Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided in the final report.

Event description:
The arjo service technician informed that the actuator responsible for high and low movement of the citadel plus bed¿s platform detached from one side. The problem was observed while the bed was quality control checked. The circumstances of the damage are unknown. There was no allegation of the patient¿s involvement. No injury was reported. The photographic evidence provided confirmed the malfunction.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. However, the citadel plus bed frame is equipped with gas spring. It helps to control the descent of the bed platform, ensuring that the movement is slow and smooth rather than sudden or uncontrolled. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: - keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts, - ensure that the pathway is clear of cords, hoses and obstacles before driving bed. In the complaint at hand, there was no customer allegation and the circumstances of the bed damage are unknown. Additional assessment is needed whether detached hi-lo actuator could be linked with an adverse incident if reoccur. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. However, the citadel plus bed frame is equipped with gas spring. It helps to control the descent of the bed platform, ensuring that the movement is slow and smooth rather than sudden or uncontrolled. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts, ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Additional assessment is needed whether detached hi-lo actuator could be linked with an adverse incident if reoccur. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The collection of the data and analysis is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. Additional assessment is needed whether detached hi-lo actuator could be linked with an adverse incident if reoccur. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: - keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts - ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Additional assessment is needed whether detached hi-lo actuator could be linked with an adverse incident if reoccur. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The citadel plus bed frame is equipped with two hi-lo actuators, both of which are responsible for the high and low movement of the entire bed. The head end actuator controls the vertical movement of the bed's head section. It helps raise or lower the head-end of the bed. The foot end manages the vertical movement of the foot section. It works in coordination with the head-end actuator to ensure the bed remains level or achieves a desired tilt (e.g., trendelenburg or reverse trendelenburg position). In the complaint at hand, there was no customer allegation and the circumstances of the bed damage are unknown. However, inspection of the actuator revealed that the guide for retaining bolts, plastic mounting component that assembles actuator to upper frame, was broken. This indicates that the actuator may have sustained mechanical damage. From the review of post market surveillance data we know that the obstacles may interrupt bed's movement leading to actuator damage. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: ¿keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points¿ alternatively, the damage may have occurred during transport, as the customer did not report any malfunction, and the issue was observed when the bed returned to the service center. However, the arjo employees that are responsible for transporting the equipment are trained how to secure the products to protect them from damage. To sum up, in the complaint at hand, the exact root cause of the hi-lo actuator detachment from the frame remains unknown, however, the likely cause appears to be mechanical damage. Arjo device did not meet the specification as the hi-lo actuator disconected, however this failure will not pose a risk to a user. There was no patient involvement. No injury was reported. Review of complaints from the last 2 years, show that this failure has never caused or contributed to a serious injury or death and it is unlikely to cause or contribute to a death or serious injury if the failure were to recur. The citadel plus bed frame is equipped additionally with gas spring, which helps to control the descent of the bed platform, ensuring that the movement is slow and smooth. If the actuator is disconnected, one of the section of the bed will lower slowely, there will not be a sudden movement. The analysis shows that the patient will not fell as it is protected by the footboard, headboard and safety sides. The patient will lay on the mattress surface with no movements. Therefore, the investigated failure is considered not reportable in the future.

Event description:
During the quality control check performed after the citadel plus bed frame was returned from rental, an arjo service technician found that the actuator responsible for high and low movement of the bed¿s platform detached from one side. The photographic evidence provided confirmed the malfunction. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The citadel plus bed frame is equipped with two hi-lo actuators, both of which are responsible for the high and low movement of the entire bed. The head end actuator controls the vertical movement of the bed's head section. It helps raise or lower the head-end of the bed. The foot end manages the vertical movement of the foot section. It works in coordination with the head-end actuator to ensure the bed remains level or achieves a desired tilt (e.g., trendelenburg or reverse trendelenburg position). In the complaint at hand, there was no customer allegation and the circumstances of the bed damage are unknown. However, inspection of the actuator revealed that the guide for retaining bolts, plastic mounting component that assembles actuator to upper frame, was broken. This indicates that the actuator may have sustained mechanical damage. From the review of post market surveillance data, we know that the obstacles may interrupt bed's movement leading to actuator damage. The citadel plus bed frame instruction for use (IFU 831.374-en) states to:¿ keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points.¿ alternatively, the damage may have occurred during transport, as the customer did not report any malfunction, and the issue was observed when the bed returned to the service center. However, the arjo employees that are responsible for transporting the equipment are trained how to secure the products to protect them from damage. To sum up, in the complaint at hand, the exact root cause of the hi-lo actuator detachment from the frame remains unknown, however, the likely cause appears to be mechanical damage. Arjo device did not meet the specification as the hi-lo actuator disconnected, however this failure will not pose a risk to a user. There was no patient involvement. No injury was reported. Review of complaints from the last 2 years, show that this failure has never caused or contributed to a serious injury or death and it is unlikely to cause or contribute to a death or serious injury if the failure were to recur. The citadel plus bed frame is equipped additionally with gas spring, which helps to control the descent of the bed platform, ensuring that the movement is slow and smooth. If the actuator is disconnected, one of the section of the bed will lower slowly, there will not be a sudden movement. The analysis shows that the patient will not fell as it is protected by the footboard, headboard and safety sides. The patient will lay on the mattress surface with no movements. Therefore, the investigated failure is considered not reportable in the future. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.